Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of a faded screen. The unit was triaged and the issue was confirmed; the lcd screen was not legible. Internal troubleshooting revealed ink-like smear traces by the edge of the screen whenever a negligible amount of pressure is applied to the edge of the screen which connects to the flex membrane. Notably, this issue only happens when unit is powered up for few minutes. The potential root causes are excessive damage due to customer misuse. The unit has been repaired, tested, and recertified per procedure. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit display is faded and illegible.